Event description:
Reporter reports back to back testing on the same meter while using the active system with results of 260mg/dl and 558mg/dl. Quality controls are expired. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.